Event description:
It was reported that the customer had a no delivery alarm during bolus, basal, fixed prime and motor error alarm on the insulin pump. The customer's blood glucose level was 354 mg/dl. The troubleshooting was performed. The customer was advised that the cause of no delivery alarm that the set may have been occluded. The patient was advised to change the entire infusion set and return set for analysis. The troubleshooting for motor error was performed. The customer was advise that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.